Manufacturer narrative:
The user reported a hospitalization event. The event happened on (B)(6) 2026 in the morning, they tripped and fell while going down the stairs, resulting in a broken leg. At the time of the call, they stated they were not feeling well due to pain from the fracture, the event was not related to diabetes or glucose measurements. Per dms, user is currently using the system with up-to-date information.

Event description:
Senseonics was made aware of incident where user reported a hospitalization event. The event happened on (B)(6) 2026 in the morning, they tripped and fell while going down the stairs, resulting in a broken leg. At the time of the call, they stated they were not feeling well due to pain from the fracture, the event was not related to diabetes or glucose measurements. Per dms, user is currently using the system with up-to-date information.